Event description:
Additional information received reported that fluoroscopy revealed a caudal migration on (B)(6) 2013 and a floating fragment on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 590-1, lot# n283814, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information received reported the floating fragment was a piece of catheter left floating in the cerebrospinal fluid (csf) because it sheared off inside. It was not removed as that would have required an invasive surgical procedure. There was no problem, otherwise the patient would have been sent to surgery.

Event description:
It was reported the patient was undergoing a catheter revision. A dye study was performed and it was not successful. The spinal segment of the catheter was going to be replaced. Additional information received reported the spinal insertion site was opened and the catheter was removed from the intrathecal space. A spinal catheter revision kit was used. A new catheter was placed in the intrathecal space and connected to the existing catheter. There was ¿brisk flow.¿ it was reported there was no alleged product issue. The product issue was resolved. The pump was being used to deliver morphine. The patient status at the time of the report was ¿alive-no injury.¿ additional information received reported the catheter was fractured and the patient had increased pain. The fracture was found incidentally when using fluoroscopy for an epidural steroid injection. The patient resolved without sequelae as of (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).